Event description:
During arthroscopys of left knee with use of linvatec arthroscopy pump, there was question of the accuracy of pressure readouts on the machine reflecting intra-articular pressure. Actual pressure within joint seemed to be significantly higher than that on readout. On f/u exam of pt, calf pain & swelling was evident; possible post-op phlebitis was treated with low dose aspirin.